Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. It was noted under x-ray that the lead had pulled back and the screw was not deployed. High thresholds and non-capture were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.